Event description:
The intrathecal drug delivery device was returned to the manufacturer with no information. Follow up information indicated the patient is immunosuppressed and developed an infection following device replacement. The patient was treated but did not resolve the infection. The health care provider opted to remove the pump. The patient's outcome and long term plan were unknown at the time of the report.

Manufacturer narrative:
Both the pump and catheter were returned for analysis. Final device analysis results revealed - no anomaly found.